Event description:
It was reported that the patient was transported to the hospital via ambulance after receiving inappropriate shocks from their implantable cardioverter defibrillator (ICD). Physicians recognized noise occurring in both channels of the ICD. The patient received shocks in different locations and times. The source of the noise could not be determined. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed, and no anomalies were found. Performance data was also collected from the device and analyzed. Analysis of the data revealed oversensing. There were twenty-nine ventricular nst (nonsustained tachycardia) less than or equal to 150 ms on (B)(4) 2012 in the timeframe between 13:11:13 and 14:08:56. There was also fourteen vf ventricular fibrillation less than or equal to 200 ms average v-cycle on (B)(4) 2012 in the timeframe between 13:11:15 and 14:06:55.